Event description:
It was reported that noise was oversensed on this right atrial (ra) lead, which resulted in pacing inhibition. The patient experienced greater than 2 seconds of asystole. Subsequently, a revision procedure was performed. The ra lead was surgically abandoned and replaced. The physician noted that they saw that the ra lead was fractured in the device pocket. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).